Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920 ponce.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920 ponce.

Event description:
It was reported that the patient underwent a revision procedure 3 years post implantation due to a peri-prosthetic fracture that occurred after a fall at the bar. There is no further information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: ep-200148, item name act artic e1 hip brg 28x42mm, lot # 735790 802202802, item name femoral head 12/14 taper 28 mm diameter +0 mm neck length, lot # 3068829. G2: foreign: australia. H6: component code: stem. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.